Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusions, occlusion, prime and excessive no delivery test. The drive support disk was inspected and no anomaly noted. Pump received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 377 mg/dl. Customer stated the drive support cap is flush. Customer does not recall pressing the cap while connected. Customer was advised pump will need to be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. Customer was not treated yet. Customer declined to troubleshoot stated her blood glucose is going down as the call progressed.